Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill fractured during surgery. All pieces were removed from the patient. No other health impact was reported. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Product was returned and visually assessed. It shows signs of use (scratches, dings) and is fractured just below the shank with all pieces having been returned. A dimensional analysis has been performed on the shank and body diameter and overall length, and these are confirmed to be within specification. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.